Event description:
Customer reported a malfunction indicated by malf 12 code, which occurred multiple times with their current pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to receive a replacement pump with updated software and return the faulty pump using a provided pre-paid label within 10 days. The customer will continue to use current pump for insulin therapy.